Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing two cannula issues. Specifically, on (B)(6) 2025, they encountered problems with kinked infusion set cannulas. In both instances, the patient noticed symptoms quickly, within 3 hours of inserting the infusion sets. The insertion sites for these problematic cannulas were located in the thigh area. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.